Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported loss of power. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that heir device was powering itself off. This customer clarified that this was observed following an attempt to connect to an external device via bluetooth, but there was no confirmed connection with the bluetooth functionality and the loss of power. There was no report of any patient use associated.